Event description:
The customer reported a fluid leak from the manual (secondary) probe of the lh 500 hematology analyzer. The customer indicated that the volume of the leak was approximately 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) observed a leak of diluent and blood from the secondary probe wash while in the cleaning cycle. The fse noted that the probe wash was not properly aligned with the blood sampling valve (bsv) probe hole. The fse performed the probe wash alignment with the bsv probe and no further leak was observed. Failure mode was determined to be that the secondary probe wash was not properly aligned.

Manufacturer narrative:
Results: secondary probe wash was not properly aligned. (B)(4).